Manufacturer narrative:
Date sent: 03/13/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a training session, the seal of the trocar tore during entry & re-entry of the clip applier. No other details were given.